Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having intermittent t-wave oversensing (twos) post ventricular sense. It was noted the a treated ventricular fibrillation (vf) episode was recorded as a result of tws. The device was reprogrammed and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.